Event description:
During a vsp reconstruction procedure, it was identified that the fibula guide was labeled incorrectly. The guide was labelled left fibula to right neck; and the correct surgical procedure was left fibula to left neck.